Manufacturer narrative:
The returned valve was patent and passed siphon, reflux, and leak testing. It was within specifications for pressure-flow tests performed at -50cm hydrostatic pressure. The valve did not meet specifications for preimplantation testing, or pressure-flow tests performed at 0cm hydrostatic pressure. Debris within the valve may interfere with the valve membrane causing low pressure-flow results. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was explanted.